Event description:
During percutaneous revascularization the pt had an angioseal placed in the cath lab. Afterwards pt had a suspected hematoma. Pt was taken to specials for an evacuation of the hematoma which was related to failure of the angioseal.